Event description:
It was reported that the patient circuit had melted and formed a hole at the heater point while connected to a patient. As a result, there was no air flow to the patient and the ventilator had an audible alarm when the reported event occurred. The patient was placed on a back-up ventilator by the nurse while the circuit was changed out. No patient harm reported. The patient's pip's were higher than normal but were unrelated to the reported problem.